Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. Attempted to troubleshoot the insulin pump, but the doctor stated that the customer wants her device to be upgraded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.